Event description:
A discordant calcium result was obtained on an advia 2400 instrument for one patient. The discordant result was reported to the physician. The same sample was auto-repeated, that resulted lower. The customer repeated the same sample on an alternate instrument and that result was the corrected result reported to the physician. There were no known reports of adverse health consequences or patient intervention due to the discordant calcium result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and determined that the cause for the discordant calcium result was unknown. The cse flushed the reaction tray wash unit and the dilution tray wash unit and associated valves. The cse also checked all probes, pumps and wash stations and ran qc. The instrument is performing within specification. No further evaluation of the device is required.